Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was bent and replaced with resolve. Additionally the physician felt the sheath was leaking at the hub and it was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 217115895, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was bent in several places during and after the case. The introducer was also bent. In conclusion, the reported mapping catheter shaft kink was confirmed through testing. The mapping catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.